Manufacturer narrative:
(B)(4) device problem code 1104 for the problem of needle detachment. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached while pulling the suture through the tissue on the first leg implanted. The needle was found with the capio device and the procedure was completed with another uphold lite w/ capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis of the condition of the returned uphold (tm) lite with capio slim device confirmed the event. Visual inspection revealed that the suture on the blue dilator was broken and the dart was found behind the catch of the capio suture capturing device. There was a small amount of suture attached to the dart and there was blood residue on the suture capturing device. Functional examination revealed that there was no damage to the capio slim device. The most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that one similar complaint exists for the specified batch. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached while pulling the suture through the tissue on the first leg implanted. The needle was found with the capio device and the procedure was completed with another uphold lite w/ capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.